Manufacturer narrative:
Follow-up # 2 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioiq meter read inaccurately high compared to another device (doctor's meter). The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged meter inaccuracy began on (B)(6) 2015 at 5:00pm. The patient reported obtaining blood glucose readings of "173 mg/dl" with the subject meter and "130 mg/dl" on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient informed the csr that she manages her diabetes with oral medication, diet and exercise and claimed she continued to follow her usual diabetes management regimen in response to the alleged inaccuracy issue. The patient reported that immediately after the alleged issue started, she developed symptoms of feeling "shaky, hot, sweaty and cold." The patient reported attending the doctor's office on (B)(6) 2015 at 12:00pm as a result of the alleged issue where she had her blood glucose tested. The patient claimed a result of "130 mg/dl" was obtained with the doctor/clinic meter. The patient denied receiving medical treatment. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that an approved sample site was used for testing and that the correct testing process was being followed. The csr walked the patient through a control solution test and the result fell within the specified control solution range. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began. The alleged meter issue could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.